Manufacturer narrative:
Actual patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. No issues were detected with the unicel dxi 800 access immunoassay system itself. The issue originated with the power processor centrifuge on the automation line. The centrifuge was not coming to proper speed and sample tubes were exiting not being spun properly. These semi-centrifuged samples were then analyzed on the unicel dxi 800 access immunoassay system and erroneous results were generated. The fse discovered that the power processor centrifuge pcb (printed circuit board) kept the inverter at half-speed. The fse replaced the malfunctioning pcb and cleaned the high voltage relay contacts. (B)(4) is related to the power processor service. In conclusion, the cause of this event is due to a hardware malfunction.

Event description:
The customer contacted beckman coulter (bci) to report obtaining higher than expected vitamin b12 (access vitamin b12) results on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The initial results obtained were either above the assay's normal reference range or within the normal reference range but higher than expected. Reanalysis of the patients' samples after re-centrifugation produced lower results for all patients involved in this event. There was no report of change to patient treatment and/or management in conjunction with this event. The customer did not supply any information regarding system performance indicators such as quality control (qc) recovery, calibration data or system check information. There were no report of hardware issues on the unicel dxi 800 access immunoassay system. There were reports of similar issues with other access assays and patient results. The customer also did not supply any information regarding sample collection such as specimen type, volume or appearance. It was noted that the patients' samples were centrifuged on the power processor centrifuge component of the automation line. The power processor did not fully centrifuge the samples, therefore subpar samples were sent to the unicel dxi 800 access immunoassay system for analysis. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.